Event description:
This was a cardiac lead extraction case performed in the operating room to extract a total of 3 leads (rv x 2 and ra) due to an acute class I infection with erosion. The implantation dates of the leads were as follows: #1 rv (tined 4037) and ra (tined 4285) - 1996 and #2 rv (screw 1388tc) lead - 2001. Both an arterial line and fluoroscopy were utilized throughout the procedure. There were 2 ep physicians scrubbed into the case as well as a CT surgeon. The pocket was excised, cleaned out and all 3 leads were prepped with cook liberator locking stylets. The md placed a 14f visisheath onto the 14f sls ii and began lasing the #1 rv lead, removing it without problem. Minimal lasing was required for the #2 rv lead and the md was able to unscrew the lead tip and remove. The md now began lasing the ra lead with the same combination of 14f sls ii / visisheath and progressed prior to the innominate before meeting resistance. At this point, the laser sheath was upsized to a 16f sls ii and lasing resumed. With the 16f sls ii, progression was made to the lead tip but the tined lead would not release from the atrial appendage. Within 20 seconds of reaching the atrial wall, the patient's arterial blood pressure fell to approximately 60. One gm of cacl 2 given and raised the patient's pressure. The CT surgeon made a right sternal window (1" x 1"), cardiac tamponade with confirmed and a pericardiocentesis was performed with approximately 20 - 40 ml of blood extracted. Within 15 minutes, the patient's arterial pressure again dropped. At this time, an emergent sternotomy was performed, a perforation around the ra lead tip with excessive amounts of fibrotic tissue was discovered, the lead was removed and perforation repaired. Bleeding persisted until a 2" svc tear was found and successfully repaired. The patient was stabilized, removed from the heart-lung machine and transferred to the ICU where he was listed in critical, but stable condition this morning. No devices were retained for return engineering analysis. The lhr review showed no issues or non-conformances.